Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during loading of the guidewire, the guide wire didn't slide in the catheter, thus the guide wire looped in the extremity and never got out. The replacement of the catheter assisted by guidewire can't be done and finished without it. Clinical consequences: use of cystocath, so heavy pain and mobilization of medical and paramedical staff, ultrasound, anesthetic gas, etc. It was noted "use of a lot of xylocaine gel," and that the cause of the event was the product.